Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator had a low oxygen(o2) percentage alarm. It is unknown if there was patient connected to the device at the time of the event. The information was requested but no response received from the customer. Covidien/medtronic is not authorized to evaluate the device at this time.

Manufacturer narrative:
(B)(4). Received information that the ventilator was not in use on a patient at the time of the event.